Event description:
Pt was very nervous and shaking prior to the placement. She had a fever of 101. She was very nervous during the placement too. The placement was difficult. As soon as the tip was in place the pt. (B)(6) not being able to breathe. She started thrashing around in the bed and I called the nurse in the room to sit her up and give her oxygen. She did not sit her up but did give her oxygen. The pt then threw her arms up in the air and looked like she was having a seizure. Her eyes rolled back in head and her body was ridged. At that time I called a code blue due to the age and diagnosis of the pt. She did not code but heart rate was very rapid and blood pressure was very low. She came to and vomited. She was given versed IV through the PICC and transferred to ICU. She was awake and responded to my questions as she was being transferred. She stayed overnight in ICU but recovered very quickly from the reaction.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.